Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records is being conducted, conclusion not yet available. According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath states, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od (table 1), major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal outer diameter of the sheath associated with this event is 4.7 mm

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. A 16fr gore® dryseal flex introducer sheath was used via the right femoral artery for advancement and delivery of devices and 12fr gore® dryseal flex introducer sheath was advanced via the left femoral artery. Post deployment of all devices and removal of the sheaths; intraprocedure angiography right common iliac artery (rcia) dissection and a dissection of the left external iliac artery (leia). Smart stents were implanted to treat the rcia and leia dissections. It was reported that both access vessels were calcified and narrow with a diameter range of 5.4-12.7 on the right and 4.5 ¿ 6.1 mm on the left. The patient tolerated the procedure.